Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 41.0 months of service. The physician elected to explant and replace this device with a similar device. No complications were reported. The device has been returned to guidant and will be analyzed for premature battery depletion.